Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of three device manufacturing reports associated with the event and/or implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the impella 5.5 serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). Medical device report for the automated impella controller serial number (B)(6) with date of the event 16-feb-2025 and patient identifier (B)(6) (this report).

Event description:
The user facility reported during preparation of the automated impella controller (aic) for impella 5.5 mechanical circulatory support for a patient with an acute myocardial infarction/cardiogenic shock, the aic experienced system self-check error at start up. When the aic was turned on, the screen was blue and displayed ¿system self-check failed change console immediately." The battery was turned off with a five-minute wait before turning it back on. However, the error was not resolved. The aic was exchanged and connected to the impella 5.5 for mechanical circulatory support. The patient would expire approximately 1.5 days later for reasons determined unrelated to the aic. However, events related to the impella pumps were considered and notation of related reports are captured in h.10. Medical safety review of the event was completed and noted the aic failed self-check at start up and was exchanged with no indication or report of interference mid support or inadequate support.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs from the reported day of event are consistent with complaint and show system self-check failures due to persistent loss of communication with power battery manager (pbm)1. The inspection revealed corrosion on the pbm, due to leaking electrolyte from supercaps also, console¿s batteries were fully depleted, most likely due to pbm failing to charge them. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.